Event description:
The customer called for assistance with her contour next ez. During the call she received a high out of range control result of 221mg/dl. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter¿s memory. No adverse event was alleged. The test strips are expected to be returned for evaluation. New strips and meter were sent to the customer.